Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.¿ the lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.¿ our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intima-ii" closed IV catheter system leaked from the septum during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020 16:05 nurse wards when patients family members informed 33 bed patient in the infusion of mannitol 125 ml relieve cerebral edema occur when closed venous indwelling needle rubber plug occurs leakage, the nurse immediately check and close the intravenous infusion, observe the rubber plug cap rotating without looseness, crack, found mannitol residual amount about 100 ml, 10 cm x 15 cm white sheets drainage stains, told the doctor on duty"